Event description:
This 31 y/o female underwent a bam in 1990 utilizing silicone gel breast implants. Since then she has developed atrophy and ptosis of both breasts. Gross exam: the right implant is intact with no evidence of rupture or leakage. The left implant is collapsed and is a mass of sticky, stringy, viscous material.